Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and replaced bent collet clamp. Pickup verified. Diagnostic "lld", and dummy run performed. The instrument tested without further problem, and was returned to expected operation.